Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up and it was discovered that the patient experienced episodes of inappropriate shock therapy. The events were caused by a noise oversensing anomaly exhibited by the right ventricular lead. On (B)(6) 2019, the lead was successfully explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise oversensing and inappropriate shock therapy were confirmed. Final analysis found only the distal portion of the lead was returned in one piece measuring 45.0 cm. The inner coil was found fractured at 38.0 cm from the distal tip with no anomalies on the lead insulation. A scanning electron evaluation verified that all five filars of the inner coil were fractured at this location. The cause of the reported event was isolated to the fractured inner coil.